Event description:
It was reported that this pacemaker system exhibited t wave oversensing on this right ventricular (rv) lead. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.